Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 266 mg/dl and was addressed with manual injections. The customer was able to change out the infusion set tubing and resume insulin delivery. The customer was unable to provide infusion set information.